Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not form completely and that it would close on the distal end and not on the proximal end. Device would load another clip in the jaw once was fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.